Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received no delivery alarms on two occasions. Customer's blood glucose was 130 mg/dl. She was unable to troubleshoot at the time of the report. Nothing further reported.